Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found. The set screw was stuck on the end of the received wrench; therefore a new set screw was installed.

Event description:
It was reported that during implant attempt the physician tried to check the implantable pulse generator (ipg) device connection and loosened the setscrew which fell out from the grommet. Therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.